Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2013, the staff noticed a thread of metal coming away from the screw. This occurred as the surgeon was inserting the screw. The surgeon decided to remove it. As he did this, a larger thread came away. It was stated that this did not cause a significantly long delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional evaluation coordinated by synthes (B)(4) reports the following: the cortex screw was as far as possible analyzed for conformance to print specifications as well as the device history records (DHR) was reviewed; no abnormal findings were identified. It can be concluded that the cause of failure is not due to any manufacturing non-conformances. Further, and although the exact cause for the device malfunction could not be determined, the findings from the investigation reasonably suggests that an excessive contact between the screw and the plate caused the outer part of its thread flank to shear off. No product fault could be detected.

Event description:
This is 1 of 1 report for (B)(4).